Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer cleared the alarms and resumed insulin delivery without changing the supplies. Blood glucose ranged form 197-396 mg/dl.